Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the charger's power supply brick was defective. Additionally, the battery board was contaminated. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger wouldn't power up. The pt was issued a replacement battery charger/modem.